Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and the patient's capsule was too weak to support the lens. The lens was removed and replaced without any patient incident.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.